Manufacturer narrative:
Preliminary photos and a description were sent to the project management group, who identified several issues with the installation. Handicare visited the home and confirmed several issues. The installation issues identified, most significantly the long rods without lateral bracing, allowed the rail pieces to separate enough for the unit to travel out of the track. These issues would be noticeable to the user. The root cause of this incident is installation error. The ceiling lift was replaced with a new unit. On (B)(6) 2020, handicare replaced several components to stabilize the system, until the full system could be replaced completed (B)(6) 2020. The company responsible for the original installation of the system is no longer in business. The installation manual is well described. No further action will be taken.

Event description:
A c-450 unit fell out of the ceiling track system while in use. The user fell to the floor and hit his head.